Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Product ID: 5076-52 implantable pacing lead 2008 (B)(6); 4194 implantable pacing lead 2008 (B)(6); 6947 implantable tachy lead 2008 (B)(6). (B)(4).

Event description:
The device was replaced due to rrt (recommended replacement time). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.